Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported when they sneeze or cough, the stimulation goes down their leg like electricity. Patient stated this started like last week or the week before. Patient has not made any changes to their therapy programming. Agent reviewed stimulation on/off button.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-14 additional information was received from the rep. They reported that the pt had increased the stimulation intensity, so it was closer to the perception threshold and was feeling the stimulation, which was the cause of electricity like stimulation going down their leg. On (B)(6) 2025, the rep assisted the pt over the phone with turning down the intensity so they no longer felt the stimulation, which resolved the reported electrical sensation down their leg. On 2025-apr-08, additional information was provided by the rep. They confirmed that the pt was not supposed to feel stimulation in their leg. The pt was programmed with dtm programming so they would not need to feel the stimulation. The rep confirmed that the report of feeling "electricity" down their leg was not a shocking / jolting but rather that stimulation output was too high since the pt had turned the stimulation up too high.